Manufacturer narrative:
The device is not expected to be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A regional business manager reported on behalf of the customer that on (B)(6) 2018, a resident surgeon asked for help in removing the a3059 mayfield composite series skull clamp from the patient. When the representative followed the resident's instructions, the patient's forehead received a laceration. Additional information was received on 28aug2018 and 30aug2018 stating that the resident asked for help , the representative helped, and when the representative pulled the pin, the patient¿s head slipped causing a laceration on the forehead. This was treated. Other clinical information has been requested.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. DHR can not be reviewed at this time since the lot and serial numbers have not been provided. The root cause cannot be determined due to the lack of information received to perform a complete investigation.